Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had emitted a recurrent call service alarm that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a review of the pump¿s history showed a call service alarm on the reported event date; the user programmed a bolus of 1.5u, the call service alarm exerted after delivery of ~0.5 u. The bolus history did not create a partial delivery record of the bolus. The pump powered on normally. The pump was able to prime successfully. The pump was exercised for 24 hours with no alarms. Multiple boluses were delivered throughout the duration test with no alarms. The pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).